Event description:
On (B)(6) 2024, an incident occurred where a needle was retained in a patient. The user recognized that the needle was missing when the electrode was removed. The user alerted circulating staff and surgeon, they were unable to find it on the patient or on the ground. The surgeon ordered an x-ray to be done outside of the or and it confirmed the needle was retained. The user did not have the box to identify the lot or part number of the device used as it was discarded.